Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the system displayed the following message: ¿unable to complete fire.¿ the error occurred while using the sureform 60 stapler instrument. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the live logs and found a 22030 error related to the sureform 60 stapler. At the time of the error, the surgeon believed that the stapler instrument had pushed tissue and did not cut during the firing sequence. The customer loaded a new stapler reload onto the stapler instrument and was able to use the device successfully. The surgeon was able to complete the procedure with the same sureform 60 stapler instrument with no back-up needed. No patient injury or harm was reported.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has not received the sureform 60 stapler instrument or reload involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: investigation revealed the following possible related system errors ¿error code : 22030 a stapler, sureform 60 failed in its operation on usm2 ¿ failure mode: firing failure / general failure ¿ stapler, sureform 60 / sn: (B)(4)]. A review of the stapler logs associated with this event has been performed by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #l91220207-0156) was installed eight times and fired eight reloads (4 green followed by 4 blue). The first four firings (all green) were completed per the logs with either 0 or 1 pauses for compression. The fifth firing (blue) resulted in a firing failure at 99% completion following multiple pauses for compression. There is an error code 22030 in the logs confirming a firing failure occurred with this instrument. Following the firing failure, the instrument fired three additional blue reloads, all of which were completed per the logs. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted surgical procedure, the system displayed the following message: ¿unable to complete fire.¿ at the time of the error, the surgeon believed that the stapler instrument pushed and did not cut tissue during the firing sequence. The surgeon used another stapler reload with the same stapler instrument to proceed with the procedure. The cause of the customer reported failure mode is unknown.